Event description:
A hospital in foreign country reported via a distributor that an rt105 adult breathing circuit heater wire was found broken before patient use. No patient consequence was reported.

Manufacturer narrative:
The complaint device has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report upon completion of the investigation.